Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the taper adaptor was returned with some wear and tear on the surface and the post of the taper adaptor. There are scratches on the surface and some gouging on the post; the glenosphere remains assembled to the taper adaptor. Part and lot numbers confirmed from product etch. No measurements taken due to damage on the implant. All taper dimensions are 100% inspected at the time of manufacturing. The humeral tray and bearing were also returned. No product was returned, or pictures provided for the baseplate; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. It remains that a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient underwent an initial total shoulder arthroplasty two (2) months ago. Subsequently, the patient was revised due to the disassociation of the taper adaptor of the implant.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: j7380939. G2: foreign: canada. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.